Event description:
In an attempt to deploy a stent into a saphaneous vein graft, the ballon failed to inflate properly resulting in a partially deployed stent. Contrast was seen flowing into the distal vessel during inflation, the result of a leak in the balloon. Another balloon was used, but it was unsuccessful and the pt went to by-pass surgery.